Manufacturer narrative:
Returned device was received in poor physical condition. It was noted that the water tank gasket was damaged, the enclosure and line cord are worn, the drain fitting is corroded with a minor crack underneath. It was also noted that the pcb and drain fitting are the older style. During the evaluation of the device, the reported issue was able to be duplicated. There was damage to the interlock block, and the plate clip was mis-aligned. The microswith was bent down and not in its original form. This was found to be the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical level 1® hotline® low flow system had an intermittent microswitch. There were no reported adverse effects.